Event description:
Customer reports a pt control module attached to an infusor containing 2mg/ml morphine duluted with saline to a total volume of 30ml overinfused during pt use. The unit was attached to the pt "before midnight. At midnight, the unit was checked by an rn and reportedly contained 26ml. At 4am, the unit reportedly contained 25ml. At 8am, the unit was empty and the pt was "very drowsy." The customer states no medical intervention was taken and the pt "seems to be ok now," and does not think the pt suffered any adverse reaction to related to the event.